Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose.